Event description:
It was reported that the reduction extender was broken during surgery. Another extender was used to finish the surgery. No pt complications were reported.

Manufacturer narrative:
(B)(4). A review of the device history records for this device did not reveal any non-conformances to specs or deviations in procedure which might contribute to the reported event. Neither the device nor films of applicable imaging studies were returned to the MFR for eval. Therefore, we are unable to determine the definitive cause of the reported event.